Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to failed circulation pump head. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device failed to pass the water injection line manifold test when the inspection was performed. Per review of wo on (B)(6) 2024, there was no patient involved. Per follow up information received via email on (B)(6) 2024, the device was under investigation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed to pass the water injection line manifold test when the inspection was performed. Per review of wo on 02feb2024, there was no patient involved. Per follow up information received via email on 06feb2024, the device was under investigation.